Manufacturer narrative:
H10: the lot numbers for the two malfunctions were provided and lot history reviews were performed. Of the two reported malfunctions one device was returned, however a photo was received for the second device. Neither complaint was able to be confirmed for missing component. A root cause has not been determined. Of the two reported malfunctions, one device was used on a patient. The devices are labeled for single use. H10: g4. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1716000j implantable port allegedly experienced a missing component. This information was received from various sources. Of the two missing components, one did not involve a patient, and one involved a patient with no reported consequence. The age, weight, and sex were not provided for either of the two malfunctions.

Manufacturer narrative:
The lot numbers for the two malfunctions were provided and lot history reviews were performed. The device has been returned for one of the malfunctions, and the device has not been for the other malfunction however a photo was provided. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1716000j implantable port allegedly experienced a missing component. This information was received from various sources. Of the two missing components, one did not involve a patient, and one involved a patient with no reported consequence. The age, weight, and sex were not provided for either of the two malfunctions.